Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, when the plunger was pulled back no sutures were attached. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was a 20 minute delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device indicated that the anterior cuff miss occurred during needle deployment as evidenced by the anterior cuff partially remaining in the foot pocket and the rip was bent. This is consistent with the anterior needle being deflected and striking the rim of the anterior cuff instead of engaging with the cuff during needle deployment as intended. The anterior cuff miss would result in a failure to retrieve the suture during the needle plunger retraction. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel. Possible contributing factors for the anterior cuff miss include, but are not limited to, manufacturing, challenging anatomical conditions, and deployment techniques. The needle trajectory of every device is verified during manufacturing and every cuff is inspected and tested for proper assembly during manufacturing. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. Although, no challenging anatomical conditions were reported, calcification was detected inside the anterior cuff, which could have caused the anterior needle to deflect. There was no definitive evidence in the evaluation of the returned device to suggest that the device was twisted or rotated or the device was not at an approximate 45 degree angle during needle deployment, which could have contributed to the anterior cuff miss. Based on the manufacturing inspection criteria and successful testing of the needle trajectory during investigation and manufacturing, the probable cause for the anterior needle striking the rim of the anterior cuff, resulting in anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no indication of a product quality deficiency.